Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The field service engineer unplugged the cable and replugged it into the right-side porch, replaced the keyboard controller and finally updated the firmware to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es system drawers failed and were not detected on the bus preventing the users from accessing the medications. Customer stated that it won't recover despite rebooting the pyxis multiple times but that they were able to get the medications from another location causing a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers were not on bus. The field service engineer unplugged the cable re-plug it into the right-side porch and replaced keyboard controller, updated firmware to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and not detected on bus. The customer added that they were able to get medication from different location. Customer stated that it won't recover depsite rebooting the pyxis multiple times. However, there were no adverse events or injuries reported based on this event.